Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. The patient was feeling stimulation with the ins turned off. Reviewed potential nerve impingement and use of cardiac monitor to attempt to sense ins output. The representative later reported that the plan was to explant the stimulator. It was felt that the patient had a neuropathy. They were to monitor the patient after the device was explanted to see if the stimulation sensation or nerve sensation went away. It was also clarified that there was no mechanical issue with turning the stimulator off or down. The patient just meant that the stimulation sensation did not go away when she turned the device down or off. Additional information received from patient reported that the patient met with manufacturer representatives on 3 different occasions. The patient indicated that the ins was tested and it showed that it was off but that they were still feeling strong stimulation from the breast to the knees. The patient was scheduled for a system removal on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 3887-28, lot# j0123289v, implanted: (B)(6) 2002, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3887-28, lot# j0123289v, implanted: (B)(6) 2002, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that they let the physician know that they completed their request to inquire with technical services about the patient¿s case. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced overstimulation. A few weeks prior to (B)(6) 2016 they could not turn the stimulation down. They met with a manufacturer representative 2 weeks prior to (B)(6) 2016 for an adjustment but their stimulation was still bothering them after the appointment. They met with a different manufacturer representative in the week prior to (B)(6) 2016 and the manufacturer representative turned the stimulation off. However, the patient was feeling stimulation all the time from the waist down. These issues all occurred gradually. The patient was implanted for other pain indications.

Event description:
Additional information from a manufacturer representative indicated that the patient had their device surgically explanted. The device had been shipped out (B)(6) 2016 to the device manufacturer.

Event description:
Follow up information received from the manufacturer's representative reported that the patient had their implantable neurostimulator (ins) battery explanted and had recovered from the procedure. It was unknown if the patient still experienced the stimulation issues.

Manufacturer narrative:
Analysis of the ins (serial/lot# (B)(4)) found that the ins passed the connector block leakage test and the long term monitor test; both ins devices functioned properly for 48 hours at body temperature. Both program #1 and #2 were monitored. Analysis also found that the stim ins battery was not in new condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient reported shocking at the implantable neurostimulator (ins) site and it was unknown if the patient recovered without sequela. Return analysis findings and results were provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had new pain which felt like buzzing and radicular symptoms in the rib and abdomen about 6-7 months prior to the report. Two to 3 months later, the patient had the entire stimulation system explanted. The patient was now experiencing the same symptoms of new radicular pain and it was determined that the symptoms were not related to the stimulation system. Explanting the system did not resolve her issue and the patient now wants the implantable neurostimulator put back in to help with her leg pain. Diagnostic x-rays and an MRI were performed and nothing conclusive was determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.